Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file confirmed the image disk error. Upon inspection, the fse determined that there was an issue with the image disk and an error had occurred in one of the two image disks on which images are stored. The fse replaced the hard disk that caused an error and reinstalled the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that during examination the last image hold for fluoroscopy did not function and also, fluoroscopy stopped working. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.